Event description:
The patient reported that their stimulation coverage had changed and that they felt over-stimulation at the ipg pocket each time the ipg was turned on. X-ray of the system indicated, the lead was connected to the ipg housing. The physician decided to revise the system. During the revision procedure, when the ipg pocket was opened, the terminal end of one lead was loosely connected to the ipg header. A decision was made to electively change out the ipg. The ipg was explanted and replaced with a new ipg. The existing lead was connected to the new ipg header. The patient is now receiving good stimulation. The explanted ipg was returned for analysis.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The device history and sterilization records were reviewed. Results: the device passed communication and functional testing. Visually, there was a slight discoloration at the upper header port of the ipg. The device history and sterilization records reviewed were found to meet specifications, and no anomalies were found. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.